Event description:
During a cardiac cath procedure, just after arterial access was obtained, the system froze - unable to operate fluoro. The system was rebooted, but still remained non-functional. Patient moved to another lab where the case was completed. There was no harm to patient due to the delay.

Event description:
During a cardiac cath procedure, just after arterial access was obtained, the system froze - unable to operate fluoro. The system was rebooted, but still remained non-functional. Patient moved to another lab where the case was completed. There was no harm to patient due to the delay.